Event description:
Customer called to report that the insulin pump alarmed button error. Customer stated that the battery connection is broken. Customer's blood glucose level was not included in the report. Product is being returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage on keypad traces. No button error alarm noted. The insulin pump received with cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip, belt clip slot and minor scratched display window.